Event description:
It was reported that the patient experienced a burning rash from the purewick female external catheter, and stopped using it. It was noted that the patient had been using the purewick product for more than 90 days. Per follow-up via phone on 13dec2021, it was reported that the rash and irritation was inside the patient labia eventually caused to stop using the system. Patient did not go to a doctor but used a prescription cream that dermatologist prescribed for them and did not know the name of the cream. Patient was healing and might try to use the system again.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient experienced a burning rash from the purewick female external catheter, and stopped using it. It was noted that the patient had been using the purewick product for more than 90 days. Per follow-up via phone on 13dec2021, it was reported that the rash and irritation was inside the patient labia eventually caused to stop using the system. Patient did not go to a doctor but used a prescription cream that dermatologist prescribes for them and did not know the name of the cream. Patient was healing and might try to use the system again.